Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that some pumps being used with a smiths medical cadd cassette reservoir would display error "no disposable clamp tubing" and the pumps would not infuse. There was no patient injury.